Manufacturer narrative:
Corrected data h6 health impact - clinical code updated to 2687. Corrected data h6 investigation findings updated to 213. Corrected data h6 investigation conclusions updated to 67. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-15489. It was reported that during a lead revision procedure on (B)(6) 2021 (related manufacturer reference numbers 1627487-2021-14858, 1627487-2021-14860), the physician was unable to explant the s1 lead completely. The physician left half of the s1 lead implanted and placed a new lead at l5. Post-operatively, stimulation therapy was restored.